Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Information from a patient came from medical affairs with mir no. (B)(4): ¿in 2015 I received a knee implant (right side, tep) and had to undergo revision surgery in 2018 because the tibia implant had loosened. This knee/implant was never without complications, I repeatedly had bloody effusions and synovectomies were performed 3 times. Pathogens were never found. An angiography was performed with no results, the last synovectomy showed a hyperemia of the mucose membrane. The surgeon cant identify a reason for my problems. I have to also mention that I have an implant of your company in my left knee (since 2011) and this implant does not cause any problems. We are looking for the cause why the mucose membrane on my right knee is so reactive¿ we have no further information.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.